Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that device did not deliver the shock. There was no patient harm. Based on the available information, the reported event will be assessed as a serious injury due to the serious deterioration of health that may result from a delay or failure to shock. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that device did not deliver the shock. There was no patient harm. Based on the available information, the reported event will be assessed as a serious injury due to the serious deterioration of health that may result from a delay or failure to shock. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that after a 1st shock, it was displayed in red, and they couldn't re-shock a second time. It keeps beeping and continuous red alarm. Device was in clinical use but no reported patient harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips technical supporter and with an investigation documented by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator indicating that, following a cardiac arrest, the patient was shocked once, but the doctor wanted a second shock, which he was unable to provide. The device had a red cross and continuous beep. There was a patient involvement and delay in therapy. Based on the available information, the reported event will be assessed as a serious injury due to the serious deterioration of health that may result from a delay or failure to shock. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Analysis was performed by product support engineer which included log files review. The results of the analysis were confirmed that therapy pca (print circuit assembly) is broken. The device was evaluated at bench service facility. Based on the results of the analysis, it was determined that the product has malfunctioned and cause of the reported problem was defective therapy pca and capacitance assy. The issue was resolved by replacement of defective therapy pca and capacitance assy and the product is back in service. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.